Event description:
Information received by medtronic indicated that the customer reported a crack in the pump. Troubleshooting was performed and found that pump was exposed to water. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump and the device was returned for analysis.